Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 40 mg/dl at the time the paramedics treated the customer. The customer believes the pump is over delivering insulin. The customer was wearing the insulin pump during the incident. The customer had their basal settings reduced. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.